Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the connection on the copper pipe was broken. The broken connection was due to normal wear of the component. The technician repaired the sterilizer and returned the unit to service.